Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 29-june-2015, a field service engineer (fse) was dispatched to address the reported event . During servicing, the fse found that the incubator, wash and substrate temperatures were off. Fse adjusted the temperatures. Then, they ran calibration, quality control (qc), and precision testing without any errors. Once the customer performed recalibration of all assays, the instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was the out of range incubator.

Event description:
On (B)(6) 2015, a customer reported that they failed their american proficiency testing (api) precision testing survey with their a1a-900 analyzer. The customer tried to recalibrate and other troubleshooting but the results were out low. On 29-june-2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting estradiol and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.